Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows unexpected gap in logging confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the presence of three-phase voltage at the entrance of the m cabinet but no light, no voltage comes out of this cabinet. On further troubleshooting fse found that power supply does not work. To resolve the issue, the fse replaced the power supply. The defective part was sent for analysis, for power supply unit malfunction was observed and the failure was found to be defective power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.